Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose inside the carton. The lens stop and the plunger stop have been removed. Viscoelastic is dried in the device. The plunger is oriented correctly. The plunger and the lens have been advanced just past the lens bay. The plunger is advanced over the lens. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd (ophthalmic viscosurgical devices) may cause damage to the lens and potential complications during the implantation process. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of non company viscoelastic, which is not qualified for use with associated iol model/ preload device. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the surgeon states the use of non-qualified viscoelastic. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There were no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the implantation of an intraocular lens (iol) the lens remained in the introducer and stayed below the plunger thereby not advancing the lens. Additional information was received reporting that the introducer was in contact with the patient. There was no harm to the patient and the back up lens was used to complete the procedure on the same day.